Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibit intermittent image, it also displayed color bars, blackout, and it kept showing poor image quality when the video connector was jiggled. The issue occurred during inspection for use. There were no reports of patient involvement.